Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Leep machine does not deliver full power, we have to use the small leep and power at 70. It does not produce power, the generator is not working.